Event description:
User facility reports "probe was broken when removed from packaging. The defect was detected by staff during preliminary testing before employment on a patient. Upon detection of defect, the item was removed from the field and a new probe was produced."

Manufacturer narrative:
This document is associated with medwatch (B)(4). A copy of the report has been requested from the FDA. Analysis of the returned product confirmed the reported problem of a broken fiber. A review of the device history record was conducted and the lot met specification.